Event description:
The customer reported that the doctor noticed a weak place in the insulation approx 1" down from the distal tip of the electrode extender. No injuries occurred.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.